Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was first admitted on (B)(6) 2023 for methicillin-resistant staphylococcus aureus bacteremia sternal wound infection. Intravenous antibiotics were started with the initial implant and continued on discharge on (B)(6) 2023. The patient was readmitted on (B)(6) 2022 and discharged on (B)(6) 2022 on antibiotics to be continued through (B)(6) 2023. On (B)(6) 2022 the patient was admitted for worsening mediastinal/pump infection. An incision and drainage were performed on (B)(6) 2023, and a wound vacuum assisted closure was placed on sternal wound. The patient was discharged on antibiotics again. On (B)(6) 2023 the patient was readmitted with heart failure and chronic infection and antibiotics were continued. The patient was then readmitted on (B)(6) 2023 for the planned pump exchange on (B)(6) 2023.

Event description:
Correction: the patient was first admitted on (B)(6) 2022 for methicillin-resistant staphylococcus aureus bacteremia sternal wound infection.

Manufacturer narrative:
Section h6: health effect - clinical code: 4846 bacteremia. Manufacturer's investigation conclusion: a specific cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of worsening heart failure could not conclusively be established. Multiple attempts were made to obtain additional information from the customer regarding the event (including requests for product return); however, no additional information was provided. The relevant sections of the device history records for (B)(6) including packaging and sterilization records, were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including infection. Section 6 of the IFU, ¿patient care and management¿, outlines care instructions in reference to controlling and preventing infection, including exit site treatment. The patient handbook also provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heartmate 3 to heartmate 3 pump exchange on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.